Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and in artemis, the 32100, 32096, 23007, and 22028 errors were found indicating axes controller (ac) hardware current/voltage monitoring error, the ac_4d node has reported temperature readings, high command velocity during wiggle test, and usm has failed power on self test (post) on the usm, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the component functioned as expected. The unit was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the usm was inspected, and no faults could be identified. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis concluded that the insertion brake assembly, insertion ballscrew, and insertion lower housing bearing are consistent with the reported event and are the potential root cause for this issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, universal surgical manipulator (usm) 4 did not complete auto test and leds were amber. Technical support engineer (tse) checked system logs and found errors 23007 and 22028 on usm 4 axis 3. Tse had the customer check usm 4 was free to move and had no obstacles, which it was. Tse then had the customer move usm4 in a different position using clutch button but the issue persisted. Tse advised to perform a hard power cycle of the system, but after doing so, the system booted up with error 32100 on usm 4. Tse checked system logs and confirmed errors 32100 and 32096 on ac_4d in usm 4. Customer disabled usm 4 with the help of tse and proceed with the surgery using 3 usms. The procedure was completing as planned with no reported injury.